Manufacturer narrative:
At this time no definitive conclusion can be made. The patient had a complex medical history, including multiple surgical procedures and multiple medical devices implanted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A sample was not provided for further evaluation. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per information provided by patient attorney, product ID page, death certificate and medical records: on (B)(6) 2005 the patient was diagnosed with vaginal prolapse, stress urinary incontinence (sui) and underwent exploratory laparotomy, resection of vaginal polyp, suspension of vagina to sacrum with implant of a bard/davol flat mesh and marshall-marchetti-krantz procedure. Several months later on (B)(6) 2005 the patient was diagnosed with a prolapsing enterocele and underwent a colpocleisis procedure (removal of vaginal tissue). About 2 years later on (B)(6) 2007 the patient was diagnosed with multi-recurrent vaginal vault prolapse, large enterocele, hyperactive bladder with low pressure urethra and underwent a colpocleisis procedure with total vaginectomy, bilat uterosacral ligament polpopexy followed by cystoscopy. Over one year later on (B)(6) 2008 the patient was diagnosed with multi-recurrent enterocele and underwent a partial vaginectomy with vaginal tissue removal (colpocleisis) and cystoscopy. About 2 years later on (B)(6) 2010 the patient was diagnosed with large recurrent vaginal enterocele and underwent repair with implant of a non-bard/davol "surgisis" biologic graft and cystoscopy. Several months later on (B)(6) 2010 the patient was diagnosed with acute small bowel obstruction from prolapsed bowel due to pelvic floor hernia via the vagina and underwent an emergent revision procedure, take down of adhesions of prior pelvic mesh to small bowel and bladder, bowel resection, an inadvertent enterotomy, end colostomy and repair of rectovaginal pelvic floor hernia defect using another non-bard/davol surgisis biologic graft. About 2 years later on (B)(6) 2012 the patient complained of scant light spotting in toilet. Vaginal exam indicated the colpopcleisus was holding up well. She had a permanent stitch showing at the vaginal cuff, the source of some vaginal spotting. Surgeon decided to not remove the stitch at that time. The following year on (B)(6) 2013 the patient called physician stating she is in renal failure, and just started having bright red bleeding. She has a colostomy and feels something tore apart. She is not sure if the bleeding is vaginal or coming from the bladder. The following day on (B)(6) 2013 the patient seen in office. On exam, a chronic vaginal eroding suture with no intervention. About 2 months later on (B)(6) 2013 the patient was admitted to the hospital with a chief complaint of abd pain. Patient was diagnosed with a perforated viscous-bowel perforation. These findings were discussed at length with the patient, her husband and her son. The decision was made for her to be placed on comfort care. She did not want any antibiotics or any aggressive procedures performed. Three days later on (B)(6) 2013 the patient passed away. Per death certificate, cause of death: ruptured viscous-perforated bowel.